Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 24 synergy drug-eluting stent, the stent was found rough and not smooth. The procedure was completed with another of the same stent. There were no patient complications reported and the patient status was stable. It was further reported that this complaint is a duplicate of report number 2134265-2021-01592.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 24 synergy drug-eluting stent, the stent was found rough and not smooth. The procedure was completed with another of the same stent. There were no patient complications reported and the patient status was stable.